Event description:
Device issue: none. Adverse event (ae): dissection, hypotension, stroke. Time of ae: post procedure. It was reported via a trial that during the stenting procedure in the left internal carotid artery (lica) a moma proximal protection device was positioned. The rx acculink stent delivery system was difficult to advance and prolapsed due to lack of wire support. The non-abbott balloon was deflated, a stiffer guide wire was placed and the non-abbott balloon was deflated. The rx acculink stent was then deployed in the lica. Angiogram showed a small, linear intimal tear/flap distal to the stent that was not flow limiting. After stent deployment the pt experienced hypotension treated with dopamine drip and developed expressive aphasia and mild right arm weakness. CT scan of the head revealed intraluminal thrombus and acute infarction of the left mca. Emergent angiogram showed extension of the intimal flap with flow obstruction and a patent lica stent. A second acculink stent was implanted to treat the intimal dissection, although resistance was met during stent delivery system advancement. The pt was discharged home in stable condition two days later. Though requested no add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: resistance or difficulty crossing or advancing through the anatomy can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device replacement technique, and accessory device support. Resistance associated with difficulty crossing a lesion may be an anticipated event and is often unrelated to product quality. In this case, the difficulties appear to be related to the lesion site which was reported as being highly calcified. The reported pt effects of cerebrovascular accident, hypotension and thrombosis are listed in the instruction for use (IFU) as known potential adverse events. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and all lot release testing results were reviewed and met all release criteria. Overall, the reported resistance or difficulty crossing appears to be related to case circumstances and a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined. However, there is no indication to suggest a product deficiency. During mfg all self expanding stent systems are 100% visually inspected at multiple locations. In addition, a sampling of units is visually, dimensionally and functionally inspected.